Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: thyroid cancer bone metastasis procedure: posterolateral spinal fusion (psf) levels implanted: t8-l2 it was reported that on an unknown date, post-op, right t8/9 screw had penetrated to spinal canal. Patient underwent revision surgery for replacement.